Manufacturer narrative:
Evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with spinal therapy. It was reported that before filling the cage with the transplanted bone, the product did not rise at all, and it was stiff. There was no change even though the product was removed from the inserter and then reattached. The same event occurred even though the second arranged product of the same size was taken out and was slightly expanded. When they checked the reported defective product, the set screw that locks the expansion in the center of the cage was so stiff. There was a delay of less than 60 minutes. The patient symptoms as a result of this event are unknown.

Manufacturer narrative:
H3: product analysis: product# 436120c, lot# ca19l057 visual and optical inspection confirmed that the body set screw is jammed and will no longer thread in and out. The body set screw may have been locked during attempted expanding. Functional inspection with a sample 20/25mm inserter confirmed the implant was able to connect and engage and still able to expand the centerpiece. It appears the implant was stripped/damaged due to excessive force placed on the implant. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.